Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation at the collar and the tip was damaged. Inspection of the remainder of the device found no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on investigation completed on 18-jan-2018. It was reported that the device could not cross the lesion. The 15mm x 3.0mm, 90% stenosed target lesion was located in moderately tortuous and moderately calcified right coronary artery. A guidezilla¿ extension guide catheter was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed a partial separation at the collar.